Event description:
The surgeon reported that, since 8/10/2006, the patient cries and pulls the coil off when the sound processor is turned on. The results of a partial integrity test done in 2006 were consistent with normal device function. The test could not be completed, due to the child's apparent pain. Explant/reimplant surgery is planned in 2006. The cochlear implant was evaluated using the integrity test system in 2006. The results indicated that the receiver/stimulator was functioning according to manufacturer's specifications. A full test could not be completed, however.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.